Manufacturer narrative:
Results code, of the initial medwatch report indicated: interoperability problem identified (3213). Results code, of the initial medwatch report should have indicated: no device problem found (213). Conclusion code, of the initial medwatch report indicated: cause traced to component failure (4307). Conclusion code, of the initial medwatch report should have indicated: cause not established (4315). Additional manufacturer narrative, of the initial medwatch report indicated: code # 2645 - na. Code # 4019 - unlabeled. Physio-control evaluated the customer's device but was unable to duplicate the reported issue. Physio-control did observe that the device had a loose battery pin. Loose or damaged battery pins can cause an unexpected loss of power. Physio-control then tightened the device's battery pins and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Based on the information available, physio-control determined that it's reasonable to conclude that the likely cause of the reported issue was a loose battery pin. Additional manufacturer narrative, of the initial medwatch report should have indicated: code # 2645 - na. Code # 4019 - unlabeled. Physio-control evaluated the customer's device but was unable to duplicate the reported issue. Physio-control did observe that the device had a loose battery pin. Physio-control then tightened the device's battery pins and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device will power off by itself intermittently. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issue. Physio-control did observe that the device had a loose battery pin. Loose or damaged battery pins can cause an unexpected loss of power. Physio-control then tightened the device's battery pins and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Based on the information available, physio-control determined that it's reasonable to conclude that the likely cause of the reported issue was a loose battery pin.

Event description:
The customer contacted physio-control to report that their device will power off by itself intermittently. There was no patient use associated with the reported event.